Event description:
It was reported that during a lap cholecystectomy procedure the device did not clip properly on the cystic duct/artery, no further information was provided. Another like device was used. There was no patient consequence.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. (B)(4).